Manufacturer narrative:
There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned for evaluation. A review of the site's system logs was conducted, and the investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit procedure, the patient experienced an unspecified cardiac event, necessitating conversion to an open surgical approach to complete the case. The event occurred during use of the stapler instrument for the ileal diversion, when a monitor indicated no pulse rate. The cause of the event is believed to have been the result of an unspecified, underlying, and previously undiagnosed cardiac problem. Chest compressions were immediately initiated, and the system was undocked from the patient. The anesthesia team stabilized the patient, and since the procedure was nearly complete, the surgeon proceeded with an open approach to perform the ileal conduit attachment. There were no reports or indications of any malfunction of the da vinci system, instruments, or accessories contributing to the event. The procedure was completed without further complications, and the patient was discharged on post-operative day five.